Event description:
It was reported that balloon rupture occurred. The patient presented for an open femoral thrombectomy procedure. The target lesion was located in the moderately tortuous and severely calcified popliteal artery. When the 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation significant resistance was encountered and during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient's45 status was stable.

Manufacturer narrative:
Mustang 5.0 x 40, 135 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure (rbp) without issue. A vacuum was then applied. This inflation to rbp was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient presented for an open femoral thrombectomy procedure. The target lesion was located in the moderately tortuous and severely calcified popliteal artery. When the 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation significant resistance was encountered and during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The patient presented for an open femoral thrombectomy procedure. The target lesion was located in the moderately tortuous and severely calcified popliteal artery. When the 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation significant resistance was encountered and during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient's status was stable.